Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the drive cable could not be fully attached to the motor. The partial connection was sufficient to use the device for its intended purpose. There was no adverse consequence to a pt as a result of this event.